Event description:
It was reported that: patient dislocated due to a fall. During closed reduction the bipolar component disengaged.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the revised device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.